Event description:
It was reported that a patient received an alert for charge time limit reached. A capacitor maintenance was performed and a normal value was noted. The patient wil continue to be observed. There were no adverse consequences for the patient.

Manufacturer narrative:
.